Manufacturer narrative:
Further failure analysis confirmed the initial analysis findings, and that no missing pieces were seen at the distal end of the vessel sealer extend instrument. The scratch marks were also confirmed, but they are unlikely to contribute to fragments. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a coiled fragment in patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system, passing the self-test homing. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. No ceramic dots were missing, and a review of the logs showed no errors. However, the fragment from the complaint was not returned with the instrument. An additional observation not reported by the site, which is not related to the customer-reported complaint, was that the instrument had scratch marks/abrasions to the grip tips. The outside area of the grip tips appeared to be carved out, with potential fragments missing from this failure, approximately 0.024" x 0.104" in size. The instrument will be transferred to engineering for further investigation to determine if the damage to the grip tips is related to the customer complaint. The cadiere forceps instrument was analyzed under (RMA#301233220010/ patient identifier#(B)(6) ) and found failure analysis investigation was unable to replicate or confirm the customer reported issue. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed based on failure analysis. The mega suturecut needle driver instrument was analyzed under RMA#301233210010/ patient identifier# (B)(6) and found failure analysis investigation was unable to replicate or confirm the reported issue. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed based on failure analysis. Isi reviewed the site¿s complaint history, which concluded patient identifier# (B)(6) (vessel sealer extend) is a related record of patient identifier# (B)(6) (mega suturecut needle driver instrument) and patient identifier#(B)(6) (cadiere forceps instrument).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon noted a coiled fragment in patient that could have been from the vessel sealer extend (vse) instrument, mega suturecut needle driver instrument, or cadiere forceps instrument. The coiled fragment was noticed after the insertion of the vessel sealer extend instrument. The other 2 instruments seem undamaged. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior with no noted flaws. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon removed the piece with an instrument in it's entirety. Was confirmed with visual confirmation. No additional procedure required to remove the fragment. Post operative study completed and nothing was noted on the study. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.